Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient, with an artificial urinary sphincter (aus), developed an infection after the initial implant. The patient is taking antibiotics for the infection and has a follow up appointment with the physician to determine if the infection has cleared up. The patient was advised that if the infection does not clear up, then the aus will need to be removed. There were no additional patient complications reported.